Manufacturer narrative:
The desktop charger with model: 37761-rfb and serial#: (B)(6) was received for product analysis. Analysis found the frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 37761-rfb (serial: c0571311); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the desktop charger/ac power supply, associated with a pain stimulation implantable pulse generator (ipg), experienced several issues. The connector pin was worn out, with half of the metal showing copper, and the coating on the cord was worn off. Additionally, the recharger would not charge. The patient did not have the equipment with them at the time of the call, and the issue was not resolved through troubleshooting. A repair request was initiated to replace the desktop charger. No patient complications have been reported as a result of this event.